Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Since the device was not returned, the exact cause could not be conclusively determined, but because the cable of the device was broken (disconnected) by some external force, omsc surmised that this phenomenon occurred. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the cable of the device was broken. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that an abnormal endoscopic image of stripes appeared on the monitor and an endoscopic image could not be displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.